Event description:
It was reported that this right ventricular (rv) lead exhibited elevated pace and sense impedance of 1649 ohms with threshold 1.7v. These measurements were within the normal range. On the same day of the implant, the patient received an inappropriate shock due to the displacement of the lead. There was blood was found at the tip, and the helix was not extended. Subsequently this lead was explanted and successfully replaced. The impedance levels were stable at 500 ohms. No additional patient adverse effects were reported. Additional information received indicated that this right ventricular (rv) lead was explanted. The lead was replaced multiple times during the upgrade procedure, and it was concluded that the helix was not fully extended and there was blood found on the tip. X-ray imaging was checked multiple times, and the helix appeared to be extended, as well as the final rv lead position, pin connectors were flushed multiple times, and the air was removed from device header, and the leads were appropriately screwed. Subsequently a new lead was successfully implanted. No adverse patient effects were reported. This lead is not expected to be returned for analysis.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem, h6 patient codes, impact codes and device codes.

Event description:
It was reported that this right ventricular (rv) lead exhibited elevated pace and sense impedance of 1649 ohms with threshold 1.7v. These measurements were within the normal range. On the same day of the implant, the patient received an inappropriate shock due to the displacement of the lead. There was blood was found at the tip, and the helix was not extended. Subsequently this lead was explanted and successfully replaced. The impedance levels were stable at 500 ohms. No additional patient adverse effects were reported. This lead is not expected to be returned for analysis.

Manufacturer narrative:
With the available information, boston scientific concluded the clinical observation of dislodged or dislocated is a known inherent risk of the lead and is noted within the device instructions for use (IFU), as well as the products risk documentation. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of dislodged or dislocated was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. This report contains additional information in section b5 describe event or problem, h6 patient codes, impact codes and device codes.

Event description:
It was reported that this right ventricular (rv) lead exhibited elevated pace and sense impedance of 1649 ohms with threshold 1.7v. These measurements were within the normal range. On the same day of the implant, the patient received an inappropriate shock due to the displacement of the lead. There was blood was found at the tip, and the helix was not extended. Subsequently this lead was explanted and successfully replaced. The impedance levels were stable at 500 ohms. No additional patient adverse effects were reported. Additional information received indicated that this right ventricular (rv) lead was explanted. The lead was replaced multiple times during the upgrade procedure, and it was concluded that the helix was not fully extended and there was blood found on the tip. X-ray imaging was checked multiple times, and the helix appeared to be extended, as well as the final rv lead position, pin connectors were flushed multiple times, and the air was removed from device header, and the leads were appropriately screwed. Subsequently a new lead was successfully implanted. No adverse patient effects were reported. This lead is not expected to be returned for analysis.